Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 3.1 and 3.2 were failed to open. A field service engineer identified both drawer control printed circuit board assembly (pcba) as non-functional, replaced the printed circuit board assembly (pcba) and the pyxis bus module controller (pmc), then reassigned the drawer positions. Hardware test application (hta) testing passed, and the customer completed their testing without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station 12ln drawers 3.1 and 3.2 were failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.